Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer and o2 sensor tests during pre-use check. Our field service engineer investigated the ventilator on site. The 5000 pm kit was installed. The pressure transducer failure was resolved by reseating the pressure transducer tubing on both pressure transducers. After the replacement, all tests performed according to factory specifications passed. If the inspiratory/expiratory pressure transducer tubes were not connected properly to the pressure transducer printed circuit board (pcb) or if the o-ring inside the pressure transducer pcb were not seating well it might lead to accumulating of water or dirt in the pressure tube which might end up in the way of the pressure. More over, the gas might leak from the end of the insp/exp pressure transducer tubes or from under the tower of the pressure transducer pcb which will lead to incorrect measurements and will fail in the pressure transducer test. The root cause has not been established, however one cause can be that the device was not adequate maintained or mounted.

Event description:
It was reported that the ventilator failed pressure transducer and o2 sensor tests during pre-use check. There was no patient involvement. (B)(4).